Event description:
Report received of over-delivery. The pump was returned to the biomedical engineering dept with a note that read: "unit displays error 94-1". The pump was repaired. After the pump was repaired, performance verification testing (pvt) for delivery accuracy was done. The pump was found to over-deliver. There were no reports of any adverse pt events while the pump was in clinical use.